Manufacturer narrative:
Sections with additional information as of 07-oct-2020: h6: updated FDA's method, result, and conclusion codes. Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results using replacement truemetrix air meter. The customer is concerned with test results obtained of 374 and 466 mg/dl. The customer¿s expected fasting blood glucose test result range is 185-212 mg/dl. The customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 380 mg/dl using truemetrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/16/2022 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: result 1: 374 mg/dl, date: (B)(6) 2020, time: 8:20am, am fasting. Result 2: 466 mg/dl, date: (B)(6) 2020, time: 10:53am, am fasting.